Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: it has been reported that patient has multi-focal pain. This was addressed by an upgrade in technology. There is no allegation against the lead; therefore, this device is no longer considered reportable.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported patient was not getting adequate relief due to multi area pain. Surgical intervention is pending to address the issue.